Event description:
Facility equipment tech reported this was the routine day for fluid samples to be obtained on the baxter meridian device. However, one of the employees did not know this and some of the devices had been disinfected. During the disinfect cycle, the employee noticed this device did not pull any bleach during the disinfect cycle and did not provide a "no chem flow" alarm. Tech reported the fluid culture came back positive result with> 1200 colony forming units (cfu). Tech stated no pts presented with adverse signs or symptoms and there was no pt injury or medical intervention as a result of this event. Tech stated another fluid culture was obtained following service performed and the results were negative for colony forming units.